Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01957 and 0001822565-2020-00366. Concomitant medical products: unknown nexgen femoral catalog#: ni lot#: ni, unknown nexgen tibial tray catalog#: ni lot#: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, post-operative radiographs indicate the tibial tray was in varus. Surgeon alleges that the instrumentation would have lead to malposition. It was not reported which instrumentation set was used in the surgery of the three instrumentation sets. Subsequently, the patient was revised around a year later, due to instability and the poly insert was replaced. No additional information is available at this time.